Event description:
It was reported that the pt experienced a sharp pain. The pt's neurostimulator and lead was poking hin in his right side. He experienced no stimulation sensation after a "fall or bumping it on something." The area around the neurostimulator was bruised. The pt's "wire was out of place" and he could "feel the wire" under his skin. He was at home in fair condition. Further info is being requested from the hcp.